Manufacturer narrative:
Date of event, concomitant medical products: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of stenosis and occlusion are in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. Based on the information reported through the research article, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. As individual patients were discussed in this article, the following complaints were generated and are related to this publication: case 1 (B)(4).

Event description:
Case (B)(4), it was reported through a research article that this was an arteriotomy closure of the common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The suture of a proglide device was successfully placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Reportedly post procedure, stenosis/occlusion induced by the proglide. Primary procedure was listed as conservative therapy. Reason for re-intervention: stenosis worsened to occlusion which led to stenting. Details are listed in the article, titled [successfully managed access-site complication was not associated with worse outcome after percutaneous transfemoral transcatheter aortic valve implantation: up-to-date insights from the ocean-tavi registry].